Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number: 309680 and lot number: 0210120. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that syringe 50cc ll tip convenience pak leaked. This occurred on 15 occasions. The following information was provided by the initial reporter: material no: 309680, batch no: 0210120. It was reported that the rubber seal is leaking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50cc ll tip convenience pak leaked. This occurred on 15 occasions. The following information was provided by the initial reporter: material no: 309680, batch no: 0210120. It was reported that the rubber seal is leaking.